Event description:
Nurse reported that the patient was on the left side of the bed and entrapped between side of the left head siderail and the prima mattress. The patient's torso was out of the bed and the patient's face was sideways towards the mattress. The entrapment occurred in zone 3 in the space between the siderail and mattress.

Manufacturer narrative:
The hill-rom field investigation indicated the bed functioned properly and the mattress was in good condition. The facility reported that the patient had to be revived by CPR and was sent to the hospital. No other information was given.